Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that black shavings were observed on the tip of the device. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the right superficial femoral artery. Upon loading the device on the non-bsc guidewire, it was noted that there were little black shavings on the tip of the device or close to the tip where the blades are. The device was removed from the wire and another of the same catheter was used with the same wire to complete the procedure. There were no patient complications and the patient's status was great post-procedure.